Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in an unspecified vessel. A 2.50x38mm promus element plus stent was advanced to treat the target lesion. However, the stent came into contact with the lesion and was found to be lifted. The procedure was completed with another 2.50x38mm promus element plus stent. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent was damaged. Struts on the most proximal three rows were pushed distally. Various struts towards the centre of the stent were also lifted and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. No issues were noted with the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in an unspecified vessel. A 2.50x38mm promus element¿ plus stent was advanced to treat the target lesion. However, the stent came into contact with the lesion and was found to be lifted. The procedure was completed with another 2.50x38mm promus element¿ plus stent. No patient complications were reported. Patient's status was good.